Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the user was setting up the blood pump for use and while on a patient, the item failed on battery. The user stated that it appeared to be switching between alternating current (ac) and direct current (dc) power and alarming, however, the device was not switching on for use. The user swapped the blood pump for another.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the centrimag console not powering on properly and switching between power sources with an alarm were confirmed via the console¿s functional analysis and via the log file. The log file captured several b6: on battery alarms intermittently activating and clearing on the reported event date of 19aug2024 while the system was operating at 2900 rpm / 1.2 lpm, indicating that the console was not properly receiving ac power. The alarms did not prevent the pump from operating as intended throughout the data, and no other notable events were observed. The returned centrimag console (serial number (B)(6) was received at the european distribution center where damage was observed on the metal prongs within the unit¿s ac power outlet. The unit was functionally tested, and it was noted that the unit would intermittently not power on correctly after being disconnected from ac power, consistent with the intermittent ac power issues observed in the log file. Power cycling the console resolved the issue, and the console performed as intended after being power cycled. The console was returned to the customer unrepaired and was labeled ¿not ready for human use.¿ although the root causes of the reported events were unable to be conclusively determined through this analysis, the damage to the metal prongs of the ac power outlet could have contributed to the console not receiving ac power properly. Review of the device history record for centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. L) section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. L, section 6 ¿setting up the system¿) instructs users on how to properly connect the ac power cord to the centrimag console. The 2nd generation centrimag system operating manual (rev. L) section 11.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including alarms associated with the console being on battery power (b6), as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.